Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that following an mr examination of both knees with a flex 4 channel coil, the patient sustained a 2-3cm calf burn. The impacted area was black in color and the affected tissue had to be surgically removed. The customer did not use the full set of ge recommended rf padding for the exam.

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The mr system was operating within specifications and all safety mitigating devices were functional when checked by the gehc field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.